Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that during the procedure and prior to implant the suture (anchor) sleeve was missing from the implantable pacing lead. A search of the clinical waste bin, patient, and packaging along with x-ray of the patient was performed; however, the sleeve could not be found. A new/different lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and a component of the lead was missing. The distal low voltage (lv) electrode of the lead was covered in blood.

Manufacturer narrative:
Corrected information. If information is provided in the future, a supplemental report will be issued.